Event description:
It was reported, the touch screen of the video system center remained dark after switching the equipment on. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. Additional potential adverse events were noted where intermittently, color bars were on the monitor instead of the endoscopic image and the power inlet was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black out and color bars were likely due to failure of the printed circuit board. The damaged inlet was likely caused by an unintentional strong external impact. Olympus will continue to monitor field performance for this device.